Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced bradycardia. As of this time, this ICD remains in service. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.